Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all on/high). Body weight was not changed after initial setup on 2024-04-01. Data for the described event date of 2024-04-05 was reviewed. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows cgm glucose was in range throughout the day prior to the event. The device logs indicate an insulin cartridge change was completed at 9:48 pm and 9:59 pm on 2024-04-04. A meal announcement was delivered at 10:04 pm, and cgm glucose rose above range at 11:28 pm. Cgm glucose quickly rose to be > 400 mg/dl and remained high until the cgm signal is lost at 7:58 am on (B)(6) 2024. Additional cartridge change operations were logged at 3:38 am and 3:49 am on (B)(6) 2024. An infusion set change was logged at 3:39 am on (B)(6) 2024. The cartridge change at 3:49 am was only partially completed, without completing the cannula selection step, resulting in a prolonged insulin suspension. The ilet then appropriately triggered the incomplete supply change alert. No evidence of device malfunction were found in the engineering logs. The ilet appropriately triggered the high glucose alert and continuously made requests for insulin delivery in 5-minute intervals throughout the high event. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report and device logs, the ilet operated as intended. The assignable cause for this hyperglycemic event is a failed infusion set, and a failure to resume insulin after a cartridge change.

Event description:
On 4/5/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a high blood glucose (bg) event. The user reported having symptoms of diabetic ketoacidosis (dka) and went to the hospital. The event occurred on 4/5/24. On 4/8/24 the cds followed-up with the user. The user reported they conducted an infusion set site change on the evening of (B)(6) 2024 and it did not go well. The user received a high glucose alarm overnight and attempted to troubleshoot without success. The user then took an insulin injection but still ended up with dka symptoms by friday morning, 4/5/24. The user did not disclose specific symptoms. The user then went to the hospital for services. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. On 4/17/24 a beta bionics customer care agent followed-up with the user about the event. The user did not want to get into specific details about the event. The user reported they are doing well and have not had any additional issues with infusion set site changes since the event. The user is happy with the ilet and its functionality.